Event description:
The customer reported via phone call that he had been experiencing unexplained high blood glucose levels up to 510 mg/dl. The customer reported eating a usual meal, then treating for it with the insulin pump, but his blood glucose level continued to rise. Blood glucose level at the time of the incident was 314 mg/dl, which was treated with a manual injection. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the call was 69 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.